Manufacturer narrative:
The hex in the implant base is twisted by approx. 30 degrees relative to the outer geometry. Till now material analysis could not be done as there was no product provided for evaluation. The return of the item has been announced. Probably manufacturing defect.

Event description:
The hex in the implant base is twisted by approx. 30 degrees relative to the outer geometry. Till now material analysis could not be done as there was no product provided for evaluation. The return of the item has been announced.

Manufacturer narrative:
The hex in the implant base is twisted by approx. 30 degrees relative to the outer geometry. Till now material analysis could not be done as there was no product provided for evaluation. The return of the item has been announced. Manufacturing defect. Inspection of the retained samples confirms the complaint. The deviation was incorrectly reported as acceptable. We therefore intend to revise the inspection plan and introduce new inspection equipment. Staff training has been completed.

Event description:
The hex in the implant base is twisted by approx. 30 degrees relative to the outer geometry. Till now material analysis could not be done as there was no product provided for evaluation. The return of the item has been announced.